Manufacturer narrative:
A ge service representative performed an on site investigation. The igbt board, controller board, and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.